Manufacturer narrative:
(B) (4). (B) (4). Failure to drain. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an arthroplasty procedure on (B) (6) 2009. The drain was connected to the reservoir after being placed in the patient, however, the patient's fluid was not sucked into the reservoir. The surgeon removed the reservoir and connected the drain to suction, however, it could not suck the patient's fluid as well. The drain was exchanged for another drain with no adverse consequence to the patient.